Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon with the balloon folds intact. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate due to the presence of solidified media in the inflation lumen. The device was placed in the water bath at a temperature of 37 degrees celsius in order to allow the media to soften. The device was removed from the water bath and again an inflation attempt was made. Liquid was observed to be leaking from a balloon pinhole located at the site of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. With the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon burst. The 24mmx2.75mm target lesion was located in the mildly tortuous and moderately calcified mid-distal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 6atm. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure.

Event description:
It was reported that the balloon burst. The 24mmx2.75mm target lesion was located in the mildly tortuous and moderately calcified mid-distal left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at 6atm. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure.